Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, tree resolute onyx des were implanted in the lad .it was reported that patient's cardiac enzymes were elevated post index procedure. Cec adjudicated the event as target vessel mi (lad).